Event description:
A (B)(6) female found to have a mass on her liver. During resection, she became hypotensive, progressing to full arrest. This occurred shortly after using the bovie to transect a part of the mass. A transesophageal echo showed air in the right atrium, consistent with an air embolism. After successful resuscitation, the operation continued. The patient did have some neurological deficits post-operatively.